Event description:
Reportedly, during replacement of the subject pacemaker, it stopped pacing after electrocautery at the pacemaker pocket. Patient was dependant and needed resuscitation before the pacemaker has been disconnected and a new device has been connected. The pacemaker will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, during replacement of the subject pacemaker, it stopped pacing after electrocautery at the pacemaker pocket. Patient was dependant and needed resuscitation before the pacemaker has been disconnected and a new device has been connected. The pacemaker will be returned for analysis.

Event description:
Reportedly, during replacement of the subject pacemaker, it stopped pacing after electrocautery at the pacemaker pocket. Patient was dependant and needed resuscitation before the pacemaker has been disconnected and a new device has been connected. The pacemaker will be returned for analysis.